Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received three no delivery alarms, but was able to administer a bolus delivery. Customer's blood glucose was 156 mg/dl. Customer was able to resolve the no delivery with a complete set change. Customer requested to have reservoirs replaced. No further information provided.